Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a larger than intended bolus was delivered due to accidentally entering a value into the incorrect bolus screen. There was no reported adverse impact to the customer's blood glucose level. No additional information was provided regarding this event.